Event description:
Consumer complaint of blood results reading "hi". Consumer declined to perform blood test at the time of the call. Last 5 results in memory were 366mg/dl, "hi", 78mg/dl, 163mg/dl, and 140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Consumer declined to perform blood test at the time of the call. Last 5 results in memory were 366mg/dl, "hi", 78mg/dl, 163mg/dl, and 140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.